Event description:
This rv lead wa implanted on an unknown date and still remains implanted at this time. A product experience report received on september 25, 2017, the patient was scheduled for a follow-up visit on (B)(6) 2017 but he felt sick on the way and was transported instead by an ambulance to the emergency room. After the patient was completely checked, he experienced 10 seconds of cardiac arrest. On (B)(6) 2017, he was checked again by two physicians and it was noted that due to a lead problem it resulted to an increase in the threshold. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) japan. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).